Event description:
It was reported to resmed that an astral 150 device was not allowing the clinician to program the device for double limb circuit. The device was not in use when the fault occurred, therefore, there was no pt involvement. MFR ref #: 3004604967-2015-00075.